Event description:
It has been reported by an onkos sales representative that a patient with eleos hinge knee replacement was revised on (B)(6) 2025 due to an alleged infection. All onkos devices were explanted but there is no prior patient post bill found for information on the explanted device. This report captures awareness of the reported complaint.

Manufacturer narrative:
The root cause of this complaint was not determined as the devices explanted are unknown. If additional communication regarding the complaint is received, a supplemental complaint will be opened.